Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Foreign material was observed in the right ventricular connector bore. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, when attempting to connect a competitor lead, the lead blocked the connector port of the device and could not be connected. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.